Manufacturer narrative:
This follow-up report is being submitted to correct the report source. No new information, changes to the event, or updates to the device evaluation have been received. All other information remains unchanged.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Australia. Allegedly, a patient who underwent an augmentation mammoplasty in (B)(6) 2022 has a rupture in her left implant.